Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinical study that several days after this right ventricular (rv) lead was implanted, the patient developed a pleural effusion. This patient had a previous ventricular perforation with a previous rv lead (MDR# 2124215-2014-18085). The clinical site reported that the effusion was caused by the implant of this rv lead and subsequent procedure. Medical intervention was performed to drain the blood from the pleural sac. The effusion was successfully treated and the rv lead remains implanted. No additional adverse patient effects were reported.